Manufacturer narrative:
B5.

Event description:
It was reported that the wake button was difficult to press. In addition, the customer's blood glucose was 36-40 mg/dl; cause was unknown. Customer consumed glucose tablets to address bg level. Customer continued to use the pump for insulin therapy.

Event description:
It was reported that the wake button was difficult to press. The customer's blood glucose was 36-40 mg/dl. Customer consumed glucose tablets to address bg level. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.